Event description:
It was reported that that during the implant of the implantable cardioverter defibrillator (ICD) the physician was unable to get good impedance readings. After trying three times the physician decided to use a different device. It was also reported that electrode was fully tested and once connected with the new device the impedance was within normal range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis was performed and no anomalies were found. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).